Event description:
It was reported, a 59 yo male, who had an initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 3 years 9 months post the initial implant procedure for unknown reasons. Poly swap was performed. The patient was last known to be in stable condition following the event. The product is not returning as the hospital refused release of the implant.

Manufacturer narrative:
No device return anticipated as the hospital refused return. Concomitants: 02-010-03-0340 - logic cr femoral cem, right, sz 4 sn: (B)(4), 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t sn: (B)(4), 200-02-35 - three peg patella 35mm sn: (B)(4), recall: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision was reported to be due to device recall. No other reason reported.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2018. They subsequently underwent right knee revision surgery on (B)(6) 2022, approximately 3 years 10 months post primary procedure. (B)(6) 2022 op report postoperative diagnosis: right total knee with polyethylene failure. Preoperative x-ray was concerning for medial space narrowing and some subluxation of "the joint" representing polyethylene failure. The surgeon noted the patient had a large serosanguineous effusion. There was no purulence or metallosis present. The patient's synovium was severely hypertrophic and had a dusky brown appearance. The posterior lip of the polyethylene was destroyed, and the surgeon noted their were retained fragments of polyethylene within the tibial insert, which had to be removed. The patellar plastic looked to be in good condition, but had a small area of indentation from articulation; however, no evidence of polyethylene breakdown, so it was retained. Patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Further information and/or re-opened investigation findings will be provided within 30 days of receipt.

Manufacturer narrative:
D6b: explant date corrected from (B)(6) 2022 to (B)(6) 2022.

Event description:
Legal case.

Manufacturer narrative:
H3: investigation results: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
G4: aware date for the initial medwatch sent stated 10/18/2022 which is incorrect. Correct initial aware date should be 8/18/2022.